Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. The patient underwent a water vapor therapy procedure on (B)(6) 2022 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2022. On (B)(6) 2022, eight days after the procedure, the patient experienced a non-serious prostatitis. Oflocet medication was given to the patient as treatment. The event was resolved on (B)(6) 2022. On (B)(6) 2024, the patient's urinary tract infection (uti) status was negative, and hematuria was not present.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on 03jun2022. The patient underwent a water vapor therapy procedure on (B)(6) 2022 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2022. On (B)(6) 2022, eight days after the procedure, the patient experienced a non-serious prostatitis. Oflocet medication was given to the patient as treatment. The event was resolved on (B)(6) 2022. On (B)(6) 2024, the patient's urinary tract infection (uti) status was negative, and hematuria was not present.